Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate bursts of anti-tachycardia pacing (atp) and shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The health care professional (hcp) noted that the shock induced a ventricular arrhythmia. Another shock was delivered that converted the vt and af arrhythmias. Subsequently, the patient underwent a therapy upgrade procedure. The crtd device was successfully explanted and replaced with a new device. No additional adverse patient effects were reported.